Event description:
The patient had atrial fibrillation. The patient required nitric oxid, dobutamine, and antiarrhythmic medication. The patient was admitted due to a shock by another manufacturer's external defibrillator on (B)(6) 2016. The patient's ventricular tachycardia was not active on (B)(6) 2016 or (B)(6) 2016. The patient did not have an implantable cardioverter defibrillator (ICD) placed until (B)(6) 2017. The patient had a prolonged hospitalization. Changes to medication were made.

Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of atrial fibrillation and ventricular tachycardia could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number: (B)(6), could not be conclusively established. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. This IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Section d4; additional information section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Manufacturer's investigation conclusion: a specific cause for the report of ventricular tachycardia could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. The patient remains ongoing on mlp-004963 and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. This IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 10 days (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that sustained ventricular tachycardias (vt) which failed to break with atp, but broke with internal cardioversion. A health care professional called but no compressions, given amiodarone, k and mg riders subject had a second episode of supraventricular tachycardia (svt) on (B)(6) 2016 which also required implantable cardioverter-defibrillator (ICD) shock, lidocaine qtt initiated.